Manufacturer narrative:
On 4-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: g 1. Manufacturer site phone : 63737200. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was dripping through the valve. It was reported by the caller that with a vizigo sheath the valve was difficult to advance through and the dilator and was tight. The caller added that when they removed the dilator they noticed it was dripping through the valve. The sheath was replaced and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was dripping through the valve. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed, the brim cap, hemostatic valve, and silicone ring, were placed in its original place. Then, the shaft and the tip were reviewed in detail and no bent or twisted were identified. Afterward, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. Finally, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history record was performed, and no internal actions related to the reported complaint were identified. The resistance and leak issues reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use (IFU) contain the following precautions: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-dec-2025, additional information was received indicating the physician complained the device was leaking blood out of the valve - no other complaints/issues were noted/known. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).